Event description:
Revision surgery was required due to poly wear on tibial component.

Manufacturer narrative:
Since the lot number and date of implant are unknown, it is unknown if this was an encore medical or osteo technology manufactured device.